Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: st. Jude medical sl0 8.5fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter where the catheter was generating noise on the electrocardiogram (ECG). Prior to starting the procedure, the catheter was connected to the patient interface unit, and noise was immediately noticed on all ecgs on the recording system. The patient¿s ECG was available via the anesthesia monitor. The catheter was replaced, and the case continued without patient consequence. On (B)(6) 2017, the bwi failure analysis lab received the device for analysis, and it was found to be damaged. The first electrode was folded up on the proximal side with sharp edges and a damaged polyurethane margin. The pebax was scratched in two areas, one of which had exposed metal. The tip lumen material was damaged with exposed metal at the peek housing transition on both sides. The tip dome was also dented. The catheter was extracted normally from the patient, without difficulty. The damage was not noted prior to use, or upon withdrawal of the catheter. The sheath in use was a st. Jude medical sl0 8.5fr. The damage to the tip dome and peek housing are not reportable. If there is no exposure of internal components, or any evidence that the integrity of the catheter has been compromised, then the potential that it could contribute to an adverse event is remote. In this case, there are no internal components exposed, and catheter integrity is maintained in these areas of the catheter. The damage to the first electrode is reportable because of the sharp edges, which may cause damage to the patient¿s vascular endothelial linings during withdrawal. The exposed metal under the pebax/tip lumen are also reportable. Exposure to the internal catheter components presents a critical risk of thrombus formation.

Manufacturer narrative:
Manufacturer's ref. (B)(4). It was reported that a patient underwent an ablation procedure with a thermocool smart touch bidirectional catheter where the catheter was generating noise on the electrocardiogram (ECG). The returned device was visually inspected and it was found the ring #1 was found folded up (which is why this complaint was reported to the FDA), pebax has deep scratches, peek housing was found damaged with some scratches and tip was also found damaged with no metal exposed. Per the event, the catheter was tested for electrical performance and it was found within specifications. Per the damage, the outer diameter of the catheter was measured and it was found within specification. Per the damage found, a scanning electron microscope (sem) and the results showed evidence of scratches and/or mechanical damage on the surface of the ring and tip lumen. It is possible that damage was generated with an unknown object. No other anomalies were observed. Then, another sem was performed for the damage observed on the pebax and the results showed evidence a hole on the surface of the pebax. It is possible that damage was generated with an unknown object. The new finding of the hole in the pebax is also MDR reportable because it poses a risk to the patient due to exposure to internal parts. The awareness date for this finding is (B)(4) 2017. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the noise observed cannot be verified. The root cause of the damage observed on the catheter could be possible generated by an unknown object after the procedure and handling of the product.